Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot determine with retains. Source: phone.

Event description:
Reported 2 false positive sofia2 sars results for 1 asymptomatic patient (off label use - at the time). Customer communicated that the result was confirmed negative through pcr testing. A second MDR will be submitted for the second false positive sofia2 sars result.